Manufacturer narrative:
At this time, no additional information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the programmer displayed an error code when the programmer was powering on. It was reported the physician was attempting to increase outputs on a device due to loss of capture.